Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procodes: hsz, gfa, gff. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: phone number reported as (B)(6). H3, h6: part: 310.221, lot: f-24434. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 19 june 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the fluted tip of drill bit ø2/1.15 cann l150/48 3flute f/, p/n: 310.221, lot: f-24434, was broken. The broken fragment was not returned for evaluation. The allegation of embedded device was not confirmed since no postoperative images were provided to assess the condition. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø2/1.15 cann l150/48 3flute f/, p/n: 310.221, lot: f-24434. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from columbia reports an event as follows: it was reported that during a procedure on (B)(6) 2023, a drill bit broke. A 2mm fragment could not be removed from the bone and was left in the patient. This report is for a 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for (B)(4).